Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system has exhibited an acute jump in impedances. The device is detecting high out of range right ventricular (rv) pace impedances, measuring greater than 2,000 ohms. Boston scientific technical services (ts) provided troubleshooting options. No adverse patient effects were reported. The patient's rv lead is a non-boston scientific product.